Event description:
It was reported via repair work order that there was not power to the bed due as it was not turned on. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.